Manufacturer narrative:
Manufacturer's investigation conclusions: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that would have contributed to the low speed/pump stoppage events recorded in the submitted log file. The analysis of the log file also confirmed low flow alarms; however, a specific cause could not be determined. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported aortic valve insufficiency could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. The pump operated as intended until (B)(6) 2019, when the log file captured low speed and pump stoppage events during a surgery procedure. The pump resumed operating at the set speed; however, low flow alarms were observed. Another pump stop event occurred towards the end of the file. The low speed and pump stoppage events occurred while the patient was supported by the power module and corresponded with low speed and low flow hazard alarms. The file ended with both power cables disconnected and the driveline disconnected, consistent with the report that the medical team decided to exchange the pump. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage. The pump was returned assembled with the driveline (dl) cut approximately 2¿ from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow conduit (outflow graft, bend relief and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured around the outflow graft nut. Upon disassembly of the returned device, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. No damage was observed on the outer silicone jacket and clear bionate layer. Upon removal of the silicone jacket and bionate layer, there was minor metal braided shield breakdown adjacent to the pump housing. Visual inspection of the underlying wires revealed a breach in the insulation of the yellow, orange, red and brown wires at the pump housing, exposing the inner conductors. Approximately 1.5¿ from the pump housing revealed additional breaches to the brown and green wires. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield. The wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any compromised wires contacted the braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed/pump stoppage events recorded in the submitted log file. The hospital team also reported that they ¿expect an internal driveline fault¿, however no driveline fault alarms were observed in the submitted log file and the remainder of the driveline was not returned. The system also had the potential to produce a phase-to-phase electrical short, during which an interruption in pump function could result if the exposed conductors of the compromised wires made direct contact with each other or simultaneous contact with the braided shield while the system was operating on battery power. Incidental finding: examination of the rotor inlet upon disassembly of (B)(6) revealed a thrombus formation surrounding the bearing ball of the rotor (figure 3). The lamination and denaturation of the formation indicate that it likely formed over an undetermined period of time while (B)(6) was supporting the patient. Further evaluation revealed a small, pink tissue-like deposition loosely seated on the rotor¿s bearing cup (figure 4). The deposition lacked evidence of denaturation or laminated layering, and the rotor did not reveal any contact marks, indicating that the deposition was not present for an extended period of time while the pump was supporting the patient. Although a specific cause for the development of the observed thrombus formation and deposition could not be conclusively determined, the size and structure suggest that they likely would not have contributed to the low speed/pump stoppage events, a flow or any other functional issue. The remaining blood-contacting surfaces of the pump did not reveal any additional depositions or thrombus formations. Visual examination of the pump bearings, rotor, and blood-contacting surfaces found no anomalies related to wear or damage that would have contributed to a functional issue. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 4 years and 5 months. No further information was provided. The patient remains ongoing on the replacement device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient had an elective scheduled heart surgery because of aortic valve insufficiency. In the further course of the operation after opening of the sternum and the pericardium, there were recurring reductions in the pump speed and a failure to maintain the set fixed speed. By moving and pulling on the percutaneous lead the described problem was triggered. The healthcare team expected an internal short-to-shield condition. The pump was connected to the power module during the whole operation. As the surgery progressed, the medical team decided to exchange the pump. This exchange took place without complications. No further information was provided.